Event description:
Pt underwent surgery for removal of acoustic neuroma. During the resection of the tumor, the tip of the rhoton dissector broke off and went into the surgical field. After a CT determined the location of the tip, the pt returned to surgery on (B)(6) 2021 to remove the tip from the brain. Small metallic foreign body is noted intracranially in the region of the right cerebellopontine angle. Pathology comment after removal--consists of a 0.2 cm in greatest dimension flattened, somewhat ovoid portion of metallic foreign material. FDA safety report ID# (B)(4).